Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit alarm. Customer was going to check her blood glucose level and noticed that the screen was green. It was explained that a battery out limit alarm during normal use may indicate a loose battery cap. Customer was assisted with reprogramming time/date. A replacement battery cap will be sent. Customer was advised to monitor the pump. No further assistance needed.